Manufacturer narrative:
Batch review performed on 24 january 2022: lot 1921430: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 2025-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: one year after l5-s1 stabilization surgery with transforaminal cage and posterior instrumentation, the cage backs out and requires substitution. Developmental instability is a possible adverse event following lumbar stabilization, described in literature. The cause is often to be sought in insufficient compression remaining on the cage after a few months. The fact that the screws were changed to larger ones gives the suspect that insufficient stability was achieved by the posterior fixation system and this did not allow the cage to remain secured in place. We do not see any reason to suspect a faulty device.

Event description:
Cage and screws at l5/s1 were revised 1 year and 2 months after primary following pseudarthrosis and posterior migration of the cage which eventually caused radiculopathy.

Event description:
Cage and screws at l5/s1 were revised 1 year and 2 months after primary following pseudarthrosis and posterior migration of the cage which eventually caused radiculopathy.

Manufacturer narrative:
Batch review performed on 24 january 2022: lot 1921430: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 2025-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: one year after l5-s1 stabilization surgery with transforaminal cage and posterior instrumentation, the cage backs out and requires substitution. Developmental instability is a possible adverse event following lumbar stabilization, described in literature. The cause is often to be sought in insufficient compression remaining on the cage after a few months. The fact that the screws were changed to larger ones gives the suspect that insufficient stability was achieved by the posterior fixation system and this did not allow the cage to remain secured in place. We do not see any reason to suspect a faulty device.